Event description:
Information received from the field notes that the device could not be interrogated. The magnet rate was 92.7 ppm. Device outputs were 3.0 v, 0.5 ms in the ventricle and 2.5 v, 0.5 ms in the atrium. The patient was not sympto- matic and her intrinsic rate was reported as 80 bpm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received